Event description:
Pt suffered intertrochanteric hip fracture after fall. The pt underwent orif (open reduction internal fixation) to left hip in 2004. As per surgery note from surgeon orif was difficult because of type of fracture. Five days later, pt was taken to surgery with diagnosis of s/p orif with hardware failure. Ap pelvis x-ray of left hip showed superior migration of lag screw. Upon ambulation screw started cutting into the femoral neck and femoral head. As per review surgeon explained to pt that this sometimes results with this fixation and that before complete failure would occur he recommended revision.